Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance no sample / underinfusion. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2024-04-24 were analyzed. A space line was selected and the infusion started with a rate of 60ml/h and a volume of 100ml. 1 hour and 40 minutes later the volume was reached and the kvo-mode (keep vein open) started. The infusion was stopped and the line was extracted. At this time, 100ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
According to the complainant a patient underwent infusion therapy at a set rate of 60 milliliters an hour (ml/hr) with expected magnesium sulfate therapy duration of approximately 100 minutes at 1643 hours. Magnesium sulfate therapy was run in concurrent using the same patient lumen with cisplatin therapy 265 milliliters an hour (ml/hr) and kcl therapy 550 milliliters an hour (ml/hr), all expected to complete in the same timing. Around 1825 hours, when the pump sounded for keep vein open (kvo), user observed that the magnesium sulfate bag was still 2/3 full. Patient condition unaffected, magnesium sulfate therapy continued with another pump running the same rate, completed within 1 hour.